Manufacturer narrative:
Pending investigation.

Event description:
As reported, a tibia pin puller was noticed sitting in an extra pain that is kept in sterile processing. It is a tibia pin puller that had a prong from the tip break off in the past. The date/case this happened is unknown. No other information reported.

Manufacturer narrative:
H3: based on the investigation results, the broken truliant pin puller reported in was likely the result of: 1) the breakage area of the component being relatively thin which does not offer great safety margin when the instrument is subject to off-axis loading. 2) off-axis loading when the user applies a bending moment to the device during pin driving/pulling.